Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A physician reported that a patient presented with blurred distance vision and a foreign body sensation in the right eye approximately five weeks post second enhancement. The patient was noted to have significant epithelial ingrowth. The patient scheduled to have the ingrowth removed. It was noted that the patient had the original monovision lasik procedure but was never happy with their vision. One enhancement was performed one year later with no change. It has been discussed that the patient have an enhancement to reverse the monovision but the patient refuses to give up the near vision. Additional information requested.